Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and no delivery alarms. The customer states they had gone into diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 594mg/dl. The customer states they treated with manual injections. Troubleshoot for the no delivery was conducted. The customer was advised there may have been a set issue. The customer was advised to conduct full set and reservoir change. The customer declined to troubleshoot for the highs at this time.